Event description:
The user facility reported that during a therapeutic laparoscopic salpingectomy the sonosurg probe stopped working and warning light for output activated on the electrosurgical unit. The procedure was completed using a different, but similar device and a different generator. The user facility reported that a biomedical engineer discovered allegedly observed burn marks inside the scissors. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval revealed that the subject device operated intermittently. When the sonosurg scissors was tested with an olympus test electrosurgical generator, the generator showed an insufficient output indicator. There was no burn marks or other evidence of thermal or physical damage observed on the grasping section teflon jaw or probe unit. The hand piece and probe unit was forwarded to the original equipment MFR (OEM) for further instigation. The exact cause of the user's report could not be conclusively determined. If add'l significant info becomes available, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.